Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.

Event description:
Variax 5 hole plate, 4 variax 2.7 screws, and asnis 4.0 cannulated screw were removed by doctor because patient had infection.